Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported the patient was shocked three times by the device but did not convert the arrhythmia. External shocks were required to successfully convert the patient. There was some undersensing as it took 25 seconds to shock. Also, the shock impedance was 198 ohms. The entire system was explanted and replaced with a transvenous system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported the patient was shocked three times by the device but did not convert the arrhythmia. External shocks were required to successfully convert the patient. There was some undersensing as it took 25 seconds to shock. Also, the shock impedance was 198 ohms. The entire system was explanted and replaced with a transvenous system.